Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, it was found the foreign material was silicone (black). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the subject foreign material was derived from the silicone tube or the packing due to its black color, although it was not possible to identify the exact cause because silicone was a substance used in various applications. There was a possibility that fragments might have fallen off due to damage to the connecting tube, the air/water valve, or the packing of the water supply container. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that there was a foreign material inside the air/water nozzle during the incoming inspection for repairing the air/water supply failure of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
Additional information was provided by the legal manufacturer.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.